Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, d4, g3, g6, h2, h4, h6 the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Thrombosis is a well-recognized complication of prosthetic devices. Device thrombosis is the formation of blood clots on the device/graft. There may be cases of incidental finding by imaging (CT scan) of thicken leaflets (halt) when the patient will benefit from a close follow-up and may be treated with oral anticoagulant. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The most likely cause is patient factors.

Manufacturer narrative:
. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that a 27mm 3300tfx valve in the aortic position underwent a valve-in-valve procedure after an implant duration of approximately 3 years, 6 months due to thrombus, stenosis, severe insufficiency, and thickened leaflets. The tavr was performed with a 26mm 9755rsl transcatheter valve. Per medical records, the patient presented with dyspnea on exertion and fatigue. Tte on 6/7/2024 showed severe central ai, valve leaflet thickened, and possibly small mass on ventricular side of non-coronary cusp. CT chest showed mobile filling along the upper surface of the valve leaflet at noncoronary cusp, likely thrombus. It was decided the patient was not a surgical candidate.